Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: when moving the probe cable, the sr8 screen changes from the ultrasound screen to the sherlock screen. There are dark vertical lines in the ultrasound image. The root cause of these failures was identified as an internal failure within the gt probe. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as internal failure in the probe. (Reference: MDR number 3006260740-2019-00150).

Event description:
Observation found during evaluation: there are dark vertical lines in the ultrasound image.